Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd posiflush¿ normal saline syringe was found with foreign matter as ¿customer received a posiflush that was contaminated inside of the syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: DHR/bhr review: there was no documentation of issues for the complaint of batch 7333949 during this production run. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. A sample was received. It came with no packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap and saline solution. The barrel label has the lot # 7333949. The plunger rod-rubber stopper are in the right position. The tip cap was removed to perform a visual inspection finding the tip cap threads with fm. The tip cap was screwed in back to the syringe and will be sent to a lab for analysis. The sample was examined and exhibited dark material in the threads of the tip cap. As per request, ftir analysis was completed on this material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of grease. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about fm.